Event description:
On 12/11/2023, an FDA medwatch notification was received via email. A facility representative reported that during the passage of the anterior-most suture through the rotator cuff, the scorpion needle broke; a 1mm to 2mm metal fragment was left in soft tissue after being unable to obtain it. Fluoroscopic imaging demonstrated that the metallic fragment was in soft tissues and not within the intra-articular region. The procedure took place on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Dfu-0255-eo warns against usage of low acid or alkaline solutions as they will corrode metal parts and anodized aluminum and compromise plastics. If non-neutral cleaning chemistries need to be used, neutralization steps should be taken so as not to negatively impact the fit, finish, or function of the device. The most likely cause for the reported failure can be attributed to user error of the device due to improper detergent/cleaning process used.